Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient started leaking so they saw their healthcare provider (hcp) on (B)(4)2017 to see about a uti. They were given an antibiotic, but are still experiencing leaking. The patient also reported seeing an upper limit message at 1.0v and was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had just been treated for a bladder infection (B)(6) 2017. She also stated she had just finished her oral medication. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported the bladder infection was not related to the device or therapy and that their oral medication resolved the infection. No further complications were reported.